Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed a fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving adjust belt messages. The patient was issued a replacement electrode belt.